Event description:
It was reported that burr entrapment occurred. A 1.50mm rotalink burr and a rotawire guidewire were selected for use on the left coronary artery. During the procedure, it was noted that burr entrapment occurred. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the burr entrapment occurred on the guidewire. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. The device was completely removed from the patient's body with no additional intervention required.

Event description:
It was reported that burr entrapment occurred. A 1.50mm rotalink burr and a rotawire guidewire were selected for use on the left coronary artery. During the procedure, it was noted that burr entrapment occurred. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of the rotablator rotalink burr catheter. The burr catheter was received attached to the advancer unit. The handshake connection, sheath, coil, burr, and annulus were visually examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted and removed from the device with no resistance or issues. Product analysis did not confirm the reported event, as the test wire was able to be inserted and advanced through the burr catheter with no resistance or issues.

Event description:
It was reported that burr entrapment occurred. A 1.50mm rotalink burr and a rotawire guidewire were selected for use on the left coronary artery. During the procedure, it was noted that burr entrapment occurred. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the burr entrapment occurred on the guidewire. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. The device was completely removed from the patient's body with no additional intervention required.